Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had an unexpected power loss. The customer¿s blood glucose level was unknown. The customer reported that the battery life was diminished, there was a crack near the battery compartment, grinding sound during rewind and pump not giving low battery warning and just shuts off and this leads to high blood glucose. The insulin pump will not be returned for analysis.